Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the occluder to operate to the manufacturer's specifications. He installed the customer¿s occluder on a lab use only (luo) occluder controller and observed normal operation over the full range of occlusion settings and cold chamber testing. No fluid or leaks were observed during inspection or testing.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician was unable to verify the reported complaint. The unit operated to the manufacturer's specifications throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder was not fully occluding and there was fluid leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.